Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the radiopaque niti loop of the filterwire was partially detached. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified saphenous vein graft. A 190 cm filterwire ez was selected for use. During the procedure, the radiopaque niti loop of the filterwire was partially detached and subsequently retrieved by the retrieval sheath. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient status post procedure was stable.